Event description:
It was reported that this was an arteriotomy closure of a calcified right common femoral artery using two prostyle devices related to an interventional iliac thrombectomy procedure with a 12fr sheath. Reportedly, a cuff miss [suture retrieval issue] occurred with both devices. A new perclose device was used; however, adequate hemostasis was not achieved leading to the use of a non-abbott device to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and complaint handling system reviews could not be conducted because the part and lot number were not provided. Corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The electronic proglide instructions for use (IFU) states: for access sites in the common femoral artery using 5f to 21f sheaths. For access sites in the common femoral artery using 5f to 21f sheaths. For arterial sheath sizes greater than 8f, at least two devices and the pre-close technique are required. The IFU deviation would not have contributed to the reported difficulties. Based on the information provided, a definitive cause for the reported failure to achieve hemostasis could not be determined. Factors that contribute to failure to achieve hemostasis, include, but not limited to, user technique (poor or partial tissue capture, air knot). The subsequent treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4 - the UDI is not known as the part and lot number were not provided. H6 - device code 1494 - indication for use the additional devices referenced in b5 are filed under separate medwatch report numbers.